Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. Initially it was reported that when the smart touch bidirectional sf catheter was removed from the patient, there was blood covering the clear sensor sleeve at the catheter tip. The catheter was replaced and the issue was resolved. The procedure was completed without patient consequence. Additional information was received on the event. There was no char or coagulum observed. There were no issues with the temperature or the catheter flow. There were no errors reported by the biosense webster systems. The generator was set to power control mode. This event was assessed as not reportable as it is expected to observe blood residuals on the catheter. The biosense webster failure analysis lab received the catheter for analysis. During the assessment on february 23, 2017, it was discovered that the external surface of the pebax presented evidence of scratches and a pinhole. The presence of a pinhole was assessed as a reportable malfunction as the integrity of the pebax was compromised. Therefore, the awareness date was reset to february 23, 2017.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. The smart touch bidirectional sf catheter was removed from the patient and it was noted that there was blood covering the clear sensor sleeve at the catheter tip. The catheter was replaced and the issue was resolved. The procedure was completed without patient consequence. Additional information was received on the event. There was no char or coagulum observed. There were no issues with the temperature or the catheter flow. There were no errors reported by the biosense webster systems. The generator was set to power control mode. The returned device was visually inspected upon receipt and the pebax was found damaged with reddish material inside of it. Per this condition a scanning electron microscope (sem) testing was performed over the pebax area of catheter and results show that the pebax external surface presented evidence of scratches and a pinhole. It is possible that an unknown object hit and punctured the pebax surface. Per the event reported, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed. The pebax was found damaged. Based on available analysis results, it cannot be identified whether the issue is related to an internal or an external cause.